Event description:
Patient presented to the physician with ongoing headaches, right ear pain, and tongue paralysis since the implant surgery. Physician brought the patient into the or and removed the entire inspire system.